Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and could not duplicate the alleged malfunction. However, the fse observed that the top cover concealment's were worn and replaced the concealments. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutoff on a patient during use. No patient harm, serious injury or adverse event was reported.